Event description:
Reference number: 1422375-2014-00005.

Manufacturer narrative:
We checked returned hp, it seems to lack of maintenance. Also in maintenance, please repetition - lubrication - maintenance carries out until dirt stops coming out using our product, pana spray plus. Moreover, this hand piece is motor drive and very different quality from air turbine. In case of become worn or foreign object into hand piece side of bearing and went wrong, output (rotation) from motor side is very strong, it let hand piece rotate forcibly. Then it caused damage of bearing. It might be strong overheating. To confirm condition of equipment and early discovery of abnormality, please check noise, vibration and overheating before using. After you check nothing these abnormalities, please use this hand piece.

Manufacturer narrative:
On (B)(4) 2019, nakanishi was informed by the distributor (B)(4) had taken the following actions as a part of the IFU recall activities. On (B)(4) 2018, (B)(4) sent the updated operation manuals that contain the detailed reprocessing method to the dental office to prevent the devices from overheating. On (B)(4) 2018, (B)(4) confirmed the receipt of the operation manuals by the dentist through usps certified receipt.